Event description:
It was reported that customer experienced issue where pump touchscreen froze and stopped working, and no additional event details were provided. There was no reported impact to the customer¿s blood glucose level. No troubleshooting steps, corrective actions, or outcomes were reported, and no device return or replacement information was available.